Event description:
It was reported that patient presented with high hv lead impedance out of range. High pacing lead impedance and high capture threshold was also observed. During pre-op, diagnostic imaging revealed a loose rv connector pin. When the lead was re-inserted into the header, a set screw anomaly was observed. The device was replaced and the lead was capped successfully. The patient was discharged the next day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field events of high pacing lead impedance, hv lead impedance, and capture threshold were confirmed in the laboratory. Epoxy was found in both the rv df-1 and v is-1 connector blocks preventing both set screws from properly securing the lead electrodes. Epoxy was found around the v ring spring that also prevented proper contact to the v ring lead electrode.